Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and found that the fuse (10a) had burned. Fse was replaced with the new fuse, but again, the fuse was burned. Upon troubleshooting actions, fse identified a short circuit in the x-ray pc. The defective x-ray pc was returned for analysis, and it was concluded that the cause of the failure of the x-ray pc was the faulty gpu, pci failed checked, and graphic card. Fse replaced the x-ray pc. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.